Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator (ins). The reason for the call was in the last three weeks the patient has been feeling a hot burning sensation when they are charging the implant. The sensation only occurs during some charging sessions. The caller indicated that the recharge diary showed charging sessions in which the ins charged from 10 to 100% in about one hour. The diary did not include any charging sessions longer than one hour and all sessions had excellent coupling. During the call, the caller connected the recharger to the controller and changed the recharging speed from 4 to 3. The issue was not resolved through troubleshooting. The agent reviewed charging considerations. The caller will follow up with the managing healthcare provider.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.